Event description:
In the process of contacting the patient to notify them that the device may be nearing end of service, it was discovered that the patient had passed away. Exact cause of death is not known at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.